Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a connector component attached to the eyelet cracked and a fragment remained lodged, after which the patient carefully removed the fragment, replaced the connector, and resumed insulin delivery without device or cartridge damage and without alerts or alarms. Symptoms included no reported adverse clinical effects and blood glucose reportedly unaffected. Outcomes included restoration of insulin delivery with no medical intervention or hospitalization. Investigation included troubleshooting and user education provided remotely. Investigation of this case revealed a cracked connector with successful user-led removal and replacement, with normal device function afterward. It was concluded that the device continued to operate as intended after the connector was replaced and no patient injury occurred.